Manufacturer narrative:
(B)(4). Visual inspection of the returned device in comparison to the drawing has confirmed that the device has fractured near the threads of the screw. Although evidence of use was identified, the hex of the device does not appear stripped. Review of the device history record did not provide any indication of a manufacturing or sterilization deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw fractured when placing the abutment.